Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and after the right ventricular (rv) lead had been implanted, placement difficulty and insertion issues were encountered and the right atrial (ra) lead was mistakenly made to cross the tricuspid valve which was then rotated and caused the tines to become entangled in the chordae tendinae. In spite of much effort to remove the lead, it couldn't be successfully removed and the patient was transferred to a specialist hospital. The right atrial (ra) lead was then explanted, however the rv lead exhibited high thresholds, a pacing failure and the physician was not satisfied with sensing. The rv lead was capped and both leads were replaced. No patient complications have been reported as a result of this event.